Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. Upon evaluation, the trunk cable and the cable connecting the distribution node (dn) to the rear therapy electrode were pulled from strain relief. There was a broken solder joint connecting the rear pulse wires inside the distribution node (dn). The cause of the broken solder joint was the pulled cables. The cause of the test failure and reported messages was the broken solder connection. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving frequent "check therapy pad" messages.